Manufacturer narrative:
Analysis of the AED's log files could not confirm the reported issue. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. The customer did not report this occurring during patient use.